Manufacturer narrative:
The facility did not return the device nor data logs for evaluation. However, the clinical review was done and reported that the leak occurred after rolling the patient and that the location of the leak was at the sidearm itself. The root cause of the sidearm leak could not be determined as the product was not returned for evaluation. The failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 61 year-old male was implanted with an impella 5.5 device for bridge to transplant. It was reported there was a small leak at the purge side arm after rolling the patient. The side arm retainer was on and physician removed it to visualize the leak, which could be seen at side arm itself. Bone wax applied over leak. There was no patient harm reported.